Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of the returned device shows signs of repeated use over a potential field service lifetime of 9 years. The weld between the inserter screw and retaining ring is fractured. The spring and retaining ring were not returned with the remainder of the device. Fracture and material analysis were conducted by the (B)(6) lab. As stated by the (B)(6) in the report, the returned device was a micro tig weld failure. The material was confirmed to be the appropriate material using an xrf scan. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the inserters tip is damaged . The event occurred during surgery. There was no injury to the patient, body or health.